Manufacturer narrative:
Additional information received on 08/26/2016 indicated that the customer had not received any further occlusion alarms with the replacement pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 509 mg/dl and an insulin injection was used to address the bg level. Tandem technical support had the customer perform a system check using the current supplies and the occlusion appeared to be related to the infusion set site. In an effort to stop the occlusions, the customer had changed the type of infusion set used, but the occlusion had reoccurred. The customer changed all of the supplies on the pump.